Event description:
An optometrist reported that three weeks following bilateral lasik, the patient presented with photophobia in both eyes. The pt reported being sensitive to indoor and outdoor light. The pt was treated with medication eyedrops. Additional info has been requested there are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).